Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced movement of the implantable neurostimulator battery, which was first noticed by a physical therapist and subsequently confirmed by the patient. The patient described an unusual amount of movement in the implantable neurostimulator and expressed concern about being able to move it easily. X-rays were performed by the healthcare provider to assess the position and function of the implantable neurostimulator and leads, and the healthcare provider indicated that everything appeared to be functioning properly. The healthcare provider noted that the patient may have lost fat, although the patient reported remaining within their normal weight range and did not notice changes in clothing fit. The healthcare provider decided not to perform any surgical intervention, as the device was still working and appeared to be in an acceptable position. A memory problem screen later appeared on the controller, which required the patient to reset the date and time. The patient attempted to contact their representative for assistance with reprogramming but had not received a response. The patient¿s pain management doctor planned to reach out to the representative as well. No patient complications have been reported as a result of this event.